Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock leaked. The customer's blood glucose (bg) level was in the 400's (mg/dl). The bg level was addressed with manual injections. Reportedly, the customer changed the supplies to address the event and resumed insulin delivery.